Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of about 53 months, oversensing was reported via home monitoring. During the revision procedure on (B)(6), the lead was capped and left in-situ. No adverse patient side effects have been reported.